Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfnf093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when administering the treatment, the nursery nurse noticed that the huber needle extender was cut (between the clamp and the adapter). However, there is no manipulation at this level (octopus at the end). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a cut on the extension tubing of a safestep huber needle set was inconclusive because the affected product was not returned for investigation. Seven sealed safestep huber needle sets were returned for evaluation. There were no signs of damage to any of the packaging or the infusion sets inside. A 12 cc syringe was used to flush water through each infusion set. The infusion set was pressurized with water, but no leaks were found in any of the infusion sets. The clamp was engaged on each of the samples and the tubing was pulled from each side to check for any breaks but none were found. Since none of the returned samples showed any signs of a leak or damage, the complaint was inconclusive. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when administering the treatment, the nursery nurse noticed that the huber needle extender was cut (between the clamp and the adapter). However, there is no manipulation at this level (octopus at the end). No other information was provided.